Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned using the fluoro images. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposures. Upon troubleshooting, fse found that during exposure, a low-load flavor selection prompt appears. Fse examined the system log files and identified a "cooling unit (cu) report flow switch defect. To resolve the issue, fse replaced the cooling unit. The defective cooling unit was returned to philips for failure analysis and the cause of the cooling unit failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the cooling unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.